Event description:
During a tcar procedure, the 0.014'' guidewire unable to advance beyond the cca into the lesion. A dissection was noted in the cca. The physician pulled sheath back and was able to successful navigate and treat lesion with the 2 stents originally planned for the case. The procedure was completed successfully with no reported patient harm. At this time, it is unknown which device caused the dissection (arterial sheath or .014" guidewire).

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, the 0.014'' guidewire unable to advance beyond the cca into the lesion. A dissection was noted in the cca. The physician pulled sheath back and was able to successful navigate and treat lesion with the 2 stents originally planned for the case. The procedure was completed successfully with no reported patient harm. At this time, it is unknown which device caused the dissection (arterial sheath or .014" guidewire).